Event description:
It was reported that during a da vinci myomectomy procedure, a broken wire was observed on the fenestrated bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found a frayed pitch cable at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the distal pulley and visible scratches on the surface of the distal pulley. It was concluded that the indentation damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and tube abrasion with material removed, could cause or contribute to an adverse event, if to recur.